Manufacturer narrative:
Block b3: date of event unknown. Approximated 6 months prior the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7072778. Product family: dbs-ipg-r-MRI. Upn: m365db1200s0. Model: db-1200-s. Serial: (B)(6). Batch: 742165.

Event description:
It was reported that the patient experienced lack of tremor control, speech disorders and freezing of the gait from their deep brain stimulation (dbs) device. Several attempts to reprogram the device were made, however were unsuccessful. It was noted that lead migration had not occurred, however the cause for inadequate therapy is unknown per the physicians assessment. The patient underwent a procedure where the dbs lead was replaced with another of the same model. During the procedure, impedance check attempts were performed on the dbs implantable pulse generator (ipg) however the ipg was having difficulties communicating with the clinician programmer. Several attempts to re-connect with the ipg were performed, however were unsuccessful. The physician opted to replace the ipg with another of a different model and verified impedances were in normal range before completing the procedure. It was noted that monopolar and bipolar electro-cautery was used during the procedure and that it is unknown which serial number lead was replaced so are reporting on both leads. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient did well post-operatively.